Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation could not confirm the reported condition of shut down on its own. However, quality engineering determined to the reported condition to be related to failure code 570, which was discovered during service, and determined the root cause to be depleted main batteries. The main batteries were replaced to repair the reported condition. Service history review determined that the device has not been previously sent into service for the reported condition of "pump which shut down on its own (turns itself off)." A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Corrected information: this device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Event description:
It was reported that the patient was in the emergency room with low heart rate, the device was at elective replacement indicator, and no output was seen on the device. During the replacement procedure the lead failed during interrogation, and it was noticed that the insulation had separated from the lead body. The lead was capped and replaced, and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer reported a colleague infusion pump which shut down on its own during biomedical testing. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.